Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the lead exhibited chronic low r-waves and spikes in impedances. The lead was partially removed and replaced.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). On (B)(6) 2016, rv pacing impedance elevated to 1016 ohms. Lead trend shows rv pacing impedance varying from 334 ohms up to 1016 ohms. Beginning (B)(6) 2015, v. Sensing integrity counts up to 182; no noise identified on egm.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device recorded six electrograms that were identical. The device remains in use. It was also reported that the right ventricular (rv) lead measured varying impedance including high levels and exhibited high sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.